Event description:
Technician alleged the knee of the bed raised on its own. No patient impact.

Manufacturer narrative:
The technician found the right head weigh frame cable is faulty. The technician replaced the right head weigh frame cable to resolve the issue.